Event description:
The hospital reported, on (B)(6) 2025, at 15:29, two blood samples were simultaneously drawn from the patient. One sample was used for blood gas analysis on abl80 analyzer, while the other was sent to the laboratory for stat renal function testing. At 15:49, the abl80 result showed a critical sodium value of 200 mmol/l. Upon receiving the report, the physician immediately assessed the patient, considering potential complications such as electrolyte imbalance, multiple organ dysfunction, acute kidney injury, dehydration, arrhythmia, and sudden cardiac arrest. Immediate actions included upgrading the patient's care level to intensive, initiating cardiac monitoring, declaring the patient's condition as critical, and administering diuretics and fluid replacement to lower sodium levels, while closely monitoring the patient's status. At 16:52, the stat renal function test report (from the sample drawn at the same time as the blood gas analysis) showed a sodium level of 130 mmol/l, indicating hyponatremia. The physician immediately discontinued the diuretics and initiated sodium supplementation therapy. At 22:43 that same day, a repeat stat electrolyte test showed a sodium level of 132.0 mmol/l. The two initial sodium results differed by 70 mmol/l, indicating a severe deviation. Due to the discrepant sodium results, the treatments administered to the patient were contradictory. The patient experienced an electrolyte imbalance, requiring subsequent adjustment of medication and monitoring of vital signs. This incident resulted in harm to the patient.

Manufacturer narrative:
The investigation has shown that part numbers associated to this case are not marketed in the united states. Therefore, this incident does not meet the criteria for a reportable MDR.

Event description:
The hospital reported, on (B)(6) 2025, at 15:29, two blood samples were simultaneously drawn from the patient. One sample was used for blood gas analysis on abl80 analyzer, while the other was sent to the laboratory for stat renal function testing. At 15:49, the abl80 result showed a critical sodium value of 200 mmol/l. Upon receiving the report, the physician immediately assessed the patient, considering potential complications such as electrolyte imbalance, multiple organ dysfunction, acute kidney injury, dehydration, arrhythmia, and sudden cardiac arrest. Immediate actions included upgrading the patient's care level to intensive, initiating cardiac monitoring, declaring the patient's condition as critical, and administering diuretics and fluid replacement to lower sodium levels, while closely monitoring the patient's status. At 16:52, the stat renal function test report (from the sample drawn at the same time as the blood gas analysis) showed a sodium level of 130 mmol/l, indicating hyponatremia. The physician immediately discontinued the diuretics and initiated sodium supplementation therapy. At 22:43 that same day, a repeat stat electrolyte test showed a sodium level of 132.0 mmol/l. The two initial sodium results differed by 70 mmol/l, indicating a severe deviation. Due to the discrepant sodium results, the treatments administered to the patient were contradictory. The patient experienced an electrolyte imbalance, requiring subsequent adjustment of medication and monitoring of vital signs. This incident resulted in harm to the patient.